Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a2, a4, a5, and a6: no information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to an aisys cs2 when it was alleged the patient desaturated to 95%. There were no reported patient sequelae.

Manufacturer narrative:
Additional information was received that the level of desaturation was confirmed to be 95% which is not a serious injury. The h6 health effect - clinical code was updated to e2403. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.